Event description:
A surgeon was using a nerve hook and the tip of the instrument broke off and could not be found. C-arm was being used at the time and an x-ray was obtained. The surgeon was not able to see the tip of the nerve hook on x-ray and stated that it was small enough to be sucked up into the suction canister. The suction canister was checked and the tip was not found. The label was taken from the spine set. The instrument was then sent to the sterile processing department with a repair tag on it.

Event description:
A surgeon was using a nerve hook and the tip of the instrument broke off and could not be found. C-arm was being used at the time and an x-ray was obtained. The surgeon was not able to see the tip of the nerve hook on x-ray and stated that it was small enough to be sucked up into the suction canister. The suction canister was checked and the tip was not found. The label was taken from the spine set. The instrument was then sent to the sterile processing department with a repair tag on it.